Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that on sunday their symptoms were back like really bad. Agent asked the patient if they were having relief in their symptoms and they said yes and no. Patient said they felt like the therapy was off because their symptoms had been really bad on sunday. Agent offered to assist the patient in connecting with their implant to check their therapy settings. Patient was able to successfully connect with their implanted neurostimulators and confirmed therapy was on. Patient said they yesterday they connected and their therapy was off and they had to turned it back on. Agent adviced to reach. Patient reported baseline symptoms returned / lost therapy benefit. Patient said that their therapy turned off and they were not sure why and urinary symptoms.